Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('and prolapsed essure device in the uterine cavity on the left side') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, pelvic pain, fatigue, anemia, gastric bypass, weight gain, chronic headaches and haemoglobin decreased. Family history included brain tumor. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and underwent endometrial ablation ("endometrial ablation"). The patient was treated with surgery (laparoscopy, bilateral salpingectomy, lysis of adhesions and hysteroscopy). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion and endometrial ablation outcome was unknown. The reporter considered device expulsion and endometrial ablation to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: essure device in the uterine cavity on the left side. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 23-jun-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('and prolapsed essure device in the uterine cavity on the left side') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, pelvic pain, fatigue, anemia, gastric bypass, weight gain, headache and haemoglobin decreased. Family history included brain tumor. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and underwent endometrial ablation ("endometrial ablation"). The patient was treated with surgery (laparoscopy, bilateral salpingectomy, lysis of adhesions and hysteroscopy). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion and endometrial ablation outcome was unknown. The reporter considered device expulsion and endometrial ablation to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: essure device in the uterine cavity on the left side. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.